Event description:
The advocate called on behalf of a canadian customer.she alleged that her son's didget meter was giving high readings.she medicated her son with insulin based on the readings and he developed an allergy from too much insulin.no additonal information was provided about the event.at this time, it's not known if any product will be returned.

Manufacturer narrative:
The customer lives in (B)(4).